Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler misfired. The patient incurred a serious injury requiring intervention.